Manufacturer narrative:
Concomitant medical products: tyrx envelope. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pocket revision was performed due to suspected infection. Cultures taken were negative. The device remains in use. No further patient complications have been reported as a result of this event.